Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was recharger showing reposition antenna screen. Pt states she has not charged ins in about a month. Pt tried to communicate programmer with ins and also got poor communication screen. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Suspected overdischarge. Additional information received from the manufacturer representative reported that the patient told them the implant was discharged and had been for about a month. The rep met with the patient for a reset and cleared the power on reset. An impedance check was done and it was found that electrodes 1, 2, 5, 6 and 7 were greater than 10000 ohms. Reprogramming was done around those electrodes to capture lower back pain and the patient was happy with the results. The issue was resolved at the time of the report.